Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager 2.0 x 15 mm. Guide wire: pt2 ms,sion blue. Guide catheter: kokatte,6f g-satage jr3.5st. Stent: xience v 3.0 x 28 mm. Re-insertion and excessive force. Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and on the entire length of the stent delivery system (sds) catheter, which is consistent with loading a guide wire into the lumen and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The anatomy was described as heavily tortuous, which likely contributed to the failure to cross. It should be noted that the xience v instructions for use (IFU) cautions that the safety and effectiveness of the stent have not been established for subject populations with excessive tortuosity proximal to or within the lesion. Reportedly, after the initial attempt to cross the tortuous anatomy failed, the sds was removed and re-inserted in another attempt to cross. However, force was applied to the sds and the hypotube separated. The IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The IFU further cautions: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Additionally, the safety and effectiveness of the stent have not been established for subject populations with excessive tortuosity proximal to or within the lesion. The hypotube was separated distal to the strain relief tubing, thus confirming the reported shaft separation. The fracture faces were oval shaped as if kinked prior to separating. The hypotube jacket was separated at the same location and the jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this suggests that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross the tortuous anatomy with force and further manipulation of the catheter would have contributed to the shaft separating. There were multiple kinks through out the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, the reported failure to cross, shaft separation, and subsequent kinks appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in the 90% stenosed, proximal-mid tortuous right coronary artery, a 3.0 x 28 mm xience v stent system was advanced but could not cross the lesion. A non-abbott stent was advanced but also could not cross. A voyager dilatation catheter was advanced through a side branch as an anchoring balloon. Another attempt was made to advance the 3.0 x 28 mm xience v stent system, force was applied, and the shaft separated approximately 15-20 cm from the proximal end outside the patient anatomy. The procedure was completed using a non-abbott stent system. There was no adverse patient effect. Though requested, no additional information was provided.